Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Unable to download pump history due to immediate critical pump error (open book image) alarm during download attempt. Broken force sensor unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm as well as critical pump error. Customer's blood glucose value was 186 mg/dl. The customer was assisted with troubleshooting. Customer went to pool with the insulin pump and it exposed to fluid. Customer reports past exposure of the insulin pump to fluid and there was no visible water or fluid in the insulin pump. Customer stated that the keypad was responsive. Customer stated that they performed a self-test and test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.